Event description:
Freestyle libre is a continuous glucose monitor and can be scanned to get the glucose reading. I have had 2 consecutive sensors working wrong and defective. FDA safety report ID # (B)(4).